Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. The green light on the power button blinks, additional findings are as follows: there was battery depletion and the video connector contact had corrosion. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the visera pro video system center had a flashing green light on the power button. There was no patient harm associated with the event.

Manufacturer narrative:
Correction: correcting h10 of the initial medwatch - the customer's allegation of failure of the power button was not reproduced at the repair department. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h10 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.